Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event capsular contracture was received on may 27, 2020 with lot number 3059001. Visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is:- no issues found related with the manufacturing process. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported capsular contracture baker grade unknown for an unspecified side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported capsular contracture baker grade unknown for an unspecified side. The device remains implanted.